Event description:
It was reported via complaint number ccr-bv20005, that there is a hole in the cuff with one (1), size 6lpc device. Information received indicated that the defect was observed during pre-testing and there was no direct patient involved. The device was returned to the manufacturer for decontamination, analysis and investigation. Results of the evaluation recorded noticeable usage, which contradicts the initial report. The report of a hole in the cuff was confirmed; however, the nature of the cut appears to have been due to user handling. In addition, all shiley cuffed tracheostomy tubes are 100 percent tested for inflation integrity prior to release.